Event description:
Dentist performed a lower mandibular block on pt. Needle broke off at hub. Dentist was unable to locate needle. Referred pt to oral surgeon who in turn, referred to hosp emergency services. It now appears pt may require a catscan to locate needle.